Manufacturer narrative:
H4: device manufactured on may 26, 2022 - may 27, 2022. H10: the device was received for evaluation. Visual inspection observed a dark line in add port assembly. Magnified inspection verified a dark thin line approximately 10 mm in length embedded in the add port and not appearing in fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a black long line found in the additive port. This issue was identified before use. There was no patient involvement. No additional information is available.